Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to failure to osseointegrate within 3 months and 11 days of implantation. The doctor indicated bone resorption during surgery. The patient has no significant medical history. The patient recovered without complications.